Event description:
It was reported that the user experienced hyperglycemia while using the ilet and called for assistance to change their infusion set; the user independently replaced a cd 23" 6 mm infusion set with agent support, after which insulin delivery was resumed and glucose levels began to decline. Symptoms included elevated blood glucose to a reported peak of 200 mg/dl for about one hour, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included no hospitalization, no medical procedures, and no need for third-party assistance. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alerts or alarms beyond high glucose notifications and no device malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.